Event description:
The user in (B)(6) reported blood glucose results of '210 mg/dl' with the onetouch veriopro meter and 100 mg/dl on another meter, performed within 30 minutes of each other. There was no adverse event associated with this issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4))-device evaluation: lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2013. The returned meter failed testing. The alleged error message was confirmed in the meters error log: however, the error message was not reproducible during investigations. The cause of the reported error message is unknown.

Manufacturer narrative:
Correction to follow-up #1: follow-up ((B)(4))-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.